Event description:
Patient had temporary blindness associated with undiagnosed pituitary tumor, this would have been diagnosed earlier except she was allowed to fill expired contact lens rx's by 1800 contacts for 2 years. Frequency: daily. Route: ophthalmic. Therapy duration: 4 year. Diagnosis or reason for use: myopia.